Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment and twenty-one inappropriate treatments. The device was started up at 04:02:09 on (B)(6) 2025. At 04:06:06, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:06:52, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:07:24, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 04:12:02, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. Between 04:12:32 and 04:39:01, the patient received sixteen inappropriate treatments in response to CPR/motion artifact. The rhythm at the time of these treatments was obscured due to CPR/motion artifact. The resulting rhythm of these treatments was obscured due to CPR/motion artifact. At 04:39:27, the patient received the nineteenth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. The rhythm then degrades to vt @ 110 bpm. At 04:42:57, an arrhythmia was detected. ECG shows vt @ 120 bpm. At 04:43:35, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 140 bpm. Post shock rhythm was idioventricular rhythm @ 60 bpm. At 04:44:13, the patient received the twentieth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact and intermittent cardiac activity. Post shock rhythm was obscured due to CPR/nsvt. At 04:45:04, the patient received the twenty-first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/nsvt. Post shock rhythm was asystole with CPR/intermittent cardiac activity. The electrode belt was disconnected at 04:51:29 on (B)(6) 2025.

Manufacturer narrative:
The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event since the device was able to detect and treat vt rhythm on the date of passing. Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2025 while reportedly wearing the lifevest. The patient received an appropriate treatment and twenty-one inappropriate treatments. The device was started up at 04:02:09 on (B)(6) 2025. At 04:06:06, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 04:06:52, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 04:07:24, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 04:12:02, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. Between 04:12:32 and 04:39:01, the patient received sixteen inappropriate treatments in response to CPR/motion artifact. The rhythm at the time of these treatments was obscured due to CPR/motion artifact. The resulting rhythm of these treatments was obscured due to CPR/motion artifact. At 04:39:27, the patient received the nineteenth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. The rhythm then degrades to vt @ 110 bpm. At 04:42:57, an arrhythmia was detected. ECG shows vt @ 120 bpm. At 04:43:35, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 140 bpm. Post shock rhythm was idioventricular rhythm @ 60 bpm. At 04:44:13, the patient received the twentieth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact and intermittent cardiac activity. Post shock rhythm was obscured due to CPR/nsvt. At 04:45:04, the patient received the twenty-first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/nsvt. Post shock rhythm was asystole with CPR/intermittent cardiac activity. The electrode belt was disconnected at 04:51:29 on (B)(6) 2025.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.